Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. The delivery device was returned inside the loading device. The blue slide lock was engaged and the plunger was not pressed on the delivery device. The seal and tension spring assembly remained inside the loading device. It was observed that the seal was visible through the window of the loading device. The tension spring assembly with the seal was removed from the delivery device for inspection. Microscopic inspection showed the seal to be intact, without cracks or delamination. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.197 inches. , the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.515 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, and the results of the evaluation, the reported failure mode "fitting problem" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm seal would not load in the delivery tube properly. The seal would not wrap over itself, rather - it made a square and couldn't slide into deployment mechanism. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8 mm seal would not load in the delivery tube properly. The seal would not wrap over itself, rather - it made a square and couldn't slide into deployment mechanism. A replacement device was used to complete the procedure. The hospital did not report any patient effects.